Event description:
The facility?s representative reported to the service depot on 24 november 2009 that on (B) (6) 2009 two nurses were in the recovery room with a patient when the infusion pump started making a piercing alarm with failure written across the display where the infusion rate normally is shown. The patient was being infused with heparin when the alarm interrupted therapy for approximately 15 minutes. The customer stated that there was no adverse event, patient injury or medical intervention associated with this report. The patient was moved to the intensive care unit area after the event but the patient was scheduled to go there before the alarm occurred. The patient was originally in the hospital for a femerol pop bypass in their left leg. The software version is currently unknown. There is no additional information available.

Manufacturer narrative:
(B) (4)the pump is available and will be sent back to baxter for evaluation. A follow-up report will be submitted when the evaluation results or additional information becomes available.